Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 306-"high"; specific value not provided. Cause of bg was unknown. Reportedly, the customer loaded cold insulin into the cartridge. Customer delivered a correction bolus via the pump and performed a supply change to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.